Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided x-rays confirmed a from the ring electrode ruptured lead body. The lead tip is still implanted in apical position. The integrity of the lead, especially adequate pacing/sensing functions, cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that after a difficult implantation with the lead being repositioned multiple times, an x-ray demonstrated the presence of a lead fragment in the right ventricular apex. All electrical parameters were appropriate so it was decided to leave the lead implanted. Should additional information be received, this file will be updated.